Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 1.4 mg/day) and bupivacaine (0.5 mg/ml at 0.14 mg/day) via an implanted pump. On (B)(6) 2020 it was reported that upon interrogation of the pump the hcp saw service code 101 (potential underdose: a pump reset has occurred. Infusion is set to minimum rate). The pump logs were reviewed and read ¿(B)(6) 2020 at 11:46 am: critical alarm - pump defaulted to minimum rate (07); 11:46 am - critical alarm pump reset due to firmware error (2c); 11:46 am - critical alarm- pump reset¿. Per the hcp, at 11:46 am they had initially interrogated the pump to begin the refill. The hcp denied having any emi (electromagnetic interference) or any interruption in communication with the pump. The hcp was assisted with re-programming the pump out of minimum rate and back to the desired settings. Once the update was completed, the hcp interrogated the pump again and confirmed that the pump was successfully updated. No patient symptoms/complications were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the reset was interrupted telemetry. No further complications were reported regarding the event.